Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported false air in line alarms were reproduced and confirmed through evaluation. Baxter's evaluation found the upper reading from the upstream sensor to be below specification with a fluid filled set, which is known to contribute to false air in line alarms. This condition was determined to have been caused by failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump was having false air in line alarms. It was also reported there was no patient injury.